Manufacturer narrative:
Block h6: problem code 1484 captures the reportable event of stent prematurely deployed. Block h10: a wallflex duodenal delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the stainless steel tube was kinked. No other issues with the delivery system were noted. The damage noted to the delivery system was consistent with the application of excessive force during use. The investigation concluded that the reported event was likely due to procedural factors such as, handling of the device, techniques used by the user, and normal procedural difficulties ecountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on june 28, 2019 that a wallflex duodenal stent has been implanted to treat a malignant stricture in the duodenum during a duodenal stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent deployed before it reached the post deployment marker band. Apparently, the stent deployed in the correct location, but then the stent moved and fell into the intestine. The procedure was completed with another wallflex duodenal stent. There were no patient complications reported as a result of this event. Reportedly, the mispositioned stent was left to pass naturally and was excreted outside the patient.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 28, 2019 that a wallflex duodenal stent has been implanted to treat a malignant stricture in the duodenum during a duodenal stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent deployed before it reached the post deployment marker band. Apparently, the stent deployed in the correct location, but then the stent moved and fell into the intestine. The procedure was completed with another wallflex duodenal stent. There were no patient complications reported as a result of this event. Reportedly, the mispositioned stent was left to pass naturally and was excreted outside the patient.